Event description:
It was reported that during ventilation with high flow therapy, there was no flow and the patient desaturated. The patient required to be intubated and during intubation the patient arrested with pulmonary edema and hypoxia. Final patient outcome was no harm. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
The ventilator was tested by our field service engineer using a test lung and showed no issues. It passed all functional and safety checks, with no evidence of malfunction or technical failure. The device was cleared for clinical use. Provided ventilator logs were reviewed. Chosen ventilation mode was high flow therapy where only an inspiratory circuit tubing is used, and the ventilator delivers a high flow of humidified and heated gas mixture through a nasal cannula. The event log showed alarms related to flow through the expiratory tube, suggesting an improper connection in the patient circuit. It appears that a high-flow nasal cannula may have been connected to the y-piece while the expiratory tubing remained attached to the ventilator. This setup could have caused unexpected flow or pressure, triggering high inspiratory pressure alarms which were also notable in the event log. These alarms indicate a high-resistance condition in the patient circuit or high-flow cannula. While the exact cause of the increased resistance could not be confirmed, it was likely due to a blockage in the patient circuit or cannula. If the expiratory tubing remained connected while resistance increased, particularly at the y-piece, then inspiratory gas may have been diverted directly to the expiratory circuit without reaching the patient. This would explain the reported ¿no flow¿ condition. According to the test log, a successful pre-use check was completed prior to the event. The technical log showed no technical error codes that would suggest a ventilator malfunction during the event. In conclusion, there is no evidence of ventilator malfunction during the ventilation period. However, the alarms indicate that ventilation may have been compromised due to an improper connection of the expiratory tubing during high flow therapy.

Event description:
Manufacturer's ref #: (B)(4).